Event description:
Reporter alleged discrepant blood glucose device results of 204 mg/dl back to back with a result of 52 mg/dl when testing was performed 5 minutes apart on the advantage system. Customer stated self treating with food as a result of the comparison however, did not provide the location of the testing. No other actions were taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.